Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The patient was reported to be in complete heart block. To assess whether physical movement was interfering with device function, the physician instructed the patient to perform a physical movement. This resulted in oversensing and noise, which led to pacing inhibition and symptoms of dizziness. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product has not been returned for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The patient was reported to be in complete heart block. To assess whether physical movement was interfering with device function, the physician instructed the patient to perform a physical movement. This resulted in oversensing and noise, which led to pacing inhibition and symptoms of dizziness. It was recommended that this device be replaced. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. This product has not been returned for analysis.